Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h6, h10. Based on the legal manufacturers investigation, the probable causes are shown below: 1) corrosion on the appearance and in a wide range inside the subject device might have caused the internal cable to corrode and get stiff, leading to failure to keep the power switch pressed. That resulted in the indication phenomenon. 2) the user might have used the device to which the foreign objects attached such as spilled water or sprayed chemical liquid which might cause corrosion on the appearance of and in the wide range inside the device. 3) in light of the fact that five years or more have passed since the subject device was manufactured, the indication phenomenon might have been caused by deterioration due to a long-term use of the device. Alternatively the user might forcibly have removed the video connector without pushing the locking lever down or have applied an excessive force to the locking lever (video connector socket) or video connector. Those probable causes could have caused the indication phenomenon. 4) the user could have failed to notice (or ignored) the cautious statements in the IFU and used the lamp exceeding the specified use time, causing the indication phenomenon. "Check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing found a faulty switch harness. Additionally, scope socket pins are corroded, heavy corrosion on chassis, front panel and top cover. The unit was serviced with required replacement parts and passed all functional testing. The unit was returned to the user facility.

Event description:
The user facility reported that the power button does not stay on. The reporter stated that this occurred during preparation for use so there was no patient involvement. No additional information was provided.